Manufacturer narrative:
N/a.

Event description:
The following has been reported: "pump was returned by (B)(6) as they did not want to use lvp's for their nicu unit; no malfunction was communicated to fresenius kabi. During a review of the pump, the following issue was noted:" outlet pin extreme drag (sticking av pin) (update 13dec2024 - this is a sticking av pin). A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky valve. Upon investigation, the pump was having trouble passing final acceptance testing. An investigation was performed and it was found that the av pins showed signs of excessive foreign material. The fva assembly was removed and the av pins were cleaned and then reinstalled into the pump. After this cleaning, the pump was able to pass testing with no signs of faults or errors. The pump will have its affected lip seals replaced and its fva assembly checked and cleaned again during the repair process to ensure overall functionality.